Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where two implants were placed. The patient's si joint pain resolved following the initial procedure, but he later complained of radicular pain. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the impinging implant and replaced it with a shorter implant using the explant hole. The patient's radicular pain symptoms were reduced one day after the revision procedure.